Event description:
Mrs. (B)(6) is a (B)(6) yrs old type 2 patient who recently injected her insulin with a droplet pen needle. She said she uses 4 "fast doses" during the day and one injection at night. After the injection, the patient noticed the needle was missing. The needle was stuck in mrs. (B)(6) abdomen, she could feel the needle, it was hurting and sticking her as she moved. She contacted 811 (health info) and they told her to go to her closest ER. She waited for 7hrs, when she was seen, the emerg physicians used a scalpel to cut mrs. (B)(6) in two places and they were not able to retrieve the needle. Mrs. Bernard was then released but recommended she contact her family physician to make sure and monitor there are no infections and to expect the needle to come out on its own. She now says it doesn't hurt as much but the needle has moved from its original location. Mrs. (B)(6) has exclaimed that she wants to be compensated for the parking fees she had to pay, for her time (7hrs in ER) and for her two scars on her abdomen.